Manufacturer narrative:
There was no device returned so no inspection could be performed. The part number and batch number were not available.

Event description:
During a revision surgery not related to the implant, the surgeon decided to remove it from the vertebral space since the patient was fused at that level. It was during the attempted removal of the implant spacer that it broke. A portion was left in the patient. There was no adverse event caused by the implant.